Event description:
It was reported that during an upper lobe procedure, while stapling the pulmonary vein when the surgeon removed the device he thinks there was an unformed staple that snagged on the vein. The chest filled with blood. There was massive blood loss. Cell saver was used to reuse the patient's blood. The patient was given a blood transfusion however the number of units is unknown. The first firing on the pulmonary artery there was more bleeding than typical so the surgeon over sewed the staple line. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional questions asked about the event: on what tissue type was the device used? At what location on the tissue? Pulmonary vein. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? Unknown. What color cartridge (white/blue/green) was used (tx only)? Vascular. Was buttressing material utilized? Unknown. Were any difficulties encountered when closing on the tissue? Unknown. Was the tissue pin in place prior to firing? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Was another stapling device used during this surgical procedure? Unknown. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. Was there any difficulty removing the device from the tissue? Yes when the tissue was snagged. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? The surgeon thinks there may have been an unformed staple. Was proximal and distal control maintained on the tissue during the firing sequence? Unknown. Was the staple line inspected for integrity prior to transecting the tissue? The surgeon said it seemed intact. What were the quality and/or thickness of the tissue in the area where the device was fired? Unknown. Was a leak test completed? Na. Is a pathology specimen and/or report available? Unknown. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Unknown. Was the firing to close a side by side anastomosis? Unknown. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? (B)(6). Was there a recent conversion to ees devices in this account or with this surgeon? No. Is a pathology specimen available? Unknown. Where was the location of the malformed staples? Unknown.